Manufacturer narrative:
This report has been identified as b. Braun (B)(4). We received one used, half-filled easypump ii lt 100-50-s without packaging (contaminated with the cytostatic agent 5-fu). The received sample was taken to a visual examination. Damages were not detected. In as-received condition the white clamp was closed. The original wing cap was not assigned by the customer, the pt connector was closed with a combi stopper white. After opening the top cap and removing the closing cone, we detected solution (liquid) and crystallized drug residues at the filling port (lli-cone). Further on we detected air inside the triangle tube (behind the vent filter) and an air bubble inside the flow restrictor. Furthermore we detected residues of fluid respectively crystallized drug residues at the lla-cone of the pt connector and crystallized drug residues all over the sample. Additionally a functional test respectively a leak test was carried out. After opening the white clamp and waiting for a while the pump did not work (solution was not running). Therefore the pump was squeezed by hand and the functional test respectively the leak test was carried out again. Subsequently the pump worked (solution was running). Furthermore we tested the flow rate of the received sample. Nominal: 2 ml/h - actual: 1.6 ml in 1 hour; 3.2 ml in 2 hours; 4.7 ml in 3 hours. During the test of the flow rate we did not detect any leaks at the sample. We have informed our production site accordingly. A follow-up report will be provided after the statement is available.

Event description:
As reported by the user facility ((B)(4)): pump did not empty completely after 48 hours. Drug: 5fu.